Event description:
It was reported that after shortly implant of the pacemaker system, the patient was returned to the operating room for repositioning of the right ventricular (rv) lead. The suture sleeve tying the lead down had been too tight and was causing a bend. The patient had heart block and had broken her ankle prior to receiving the pacemaker system. Due to the injury, the patient was bedbound and using a bar to pull herself up and out of bed, which subsequently led to lead dislodgement and perforation. The patient underwent a second procedure to replace the rv lead. The procedure was completed without complication and no additional adverse patient effects were reported. The lead is not expected to be returned to boston scientific.